Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced persistent new pain in both legs specifically in the feet while in recovery after undergoing surgery for a trial. Reprogramming was attempted to no avail. As a result, the physician opted to pull the trial lead on the same day and sent the patient for a precautionary MRI. Reportedly, the MRI results were normal. The pain has subsided.